Event description:
A report was received through the edwards implant patient registry indicating that during a transcatheter aortic valve replacement (tavr) procedure the patient was implanted with two 23mm sapien transcatheter heart valves.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Device lot was updated. Conclusion was updated. Per additional information received, during the transcatheter aortic valve replacement (tavr) procedure the first valve was deployed in a normal fashion, however, the final valve position was 90:10 aortic contributing to 2+ paravalvular leak (pvl). A second valve was deployed 70:30 into the first sapien valve resulting in trace pvl. The patient's sinotubular junction (stj) and aortic root were not overly calcified. The image intensifier angle during the procedure was deemed as good and there was no loss pacing. After the case, the physicians discussed the root cause of this event and it was determined that the sapien valve was malpositioned to start. The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, device malposition and paravalvular leak are known potential complication associated with the transcatheter valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven or bulky calcium, malposition of the valve, and /or valve under-sizing. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, valve sizing, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case procedural factors appear to have contributed to the event. Per report, at the end of the case the physicians concluded that malpositioning of the valve was the likely root cause of this event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.